Event description:
The customer tested her blood glucose using her contour meter and rec'd a reading of 300 mg/dl. She knew her glucose was low because she was shaky, so she retested using another meter and rec'd a reading of 46 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. It's not known if the customer required any type of treatment. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.